Event description:
It was reported that a pt underwent a ventral hernia repair procedure on an unk date. The pt experienced a recurrent ventral hernia. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4) - recurrent hernia. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.